Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-tube has foreign objects. (White foreign material), air water-cylinder (tube) has foreign objects. (White foreign material) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction not confirmed. Additionally, for the air water-tube and air water-cylinder (tube) has foreign objects. (White foreign material), the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup and inspection for use, the colonovideoscope displayed a contact error (e315) on the supply connector. There were no reports of patient involvement.